Event description:
A customer reported error messages 4028 spec t axis home sensor and 4029 spec t axis home not found on the aia-360 analyzer. Technical support specialist (tss) instructed the customer to reboot the analyzer and initiate sample wash with no errors occurring. Customer then performed a daily check and both errors reoccurred. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by identifying the the nozzle assembly (needle) was bent. Fse noted the bend could have been caused due to leaving a cap on a test tube while running the analyzer or a cup was not seated properly which would have caused the needle to crash into the side of the cup and bend. Fse removed the bent needle and installed a new nozzle assembly. Fse verified the assembly moves freely without obstruction, ran patient samples, and quality control (qc) with results within specifications. The aia-360 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The aia-360 operators manual under section 7-1: list of error messages states the following: [4028] spec.t-axis home sensor. Description: the specimen t-axis motor home sensor remains activated. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. [4029] spec.t-axis home not found. Description: the home position of the specimen t-axis motor cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due to deformation of the nozzle (needle) assembly.